Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and results. What is the patient's current status?

Event description:
It was reported that the patient underwent sling procedure in 2002. Following the procedure, the patient symptoms cured. The patient developed overactive bladder symptoms with poor flow. The patient was found to have asymptomatic mesh exposure at mid-urethra. The patient elected to leave the mesh insitu and manage this expectantly. Additional information has been requested.